Manufacturer narrative:
Medical device expiration date: unknown. The initial reporter also notified the FDA on 11 march, 2020. Medwatch report # mw5093485 report source other: medwatch report device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history review could not be completed as no batch number was provided. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: no root cause can¿t be determined as no samples were received. Rationale: CAPA not required at this time.

Event description:
It was reported that bd blunt fill needle with filter needle hub was damaged. This occurred on 2 occasions during use. The following information was provided by the initial reporter: material no.: 305211 batch no.: unknown. It was reported that when drawing fomepizole into a syringe, on two occasions the product corroded the purple plastic hub attached to the needle. Verbatim: received two complaints regarding the use of fomepizole when drawing it up into a syringe. On two occasions the product corroded the purple plastic hub attached to the needle. The fomepizole batch number was 60-7800 and expired in 05/2018. The needle affected was a bd blunt fill needle made by bd. When the nurse was advised to use another vial and instead to use a bd eclipse needle same MFR as other needle they had no problem.